Manufacturer narrative:
Per review of case analysis conducted by doctor: vp clinical technologies, design engineering and research and development photograph of removed bridgework, abutments and implants from (B)(6) 2017. Implants were originally placed in 2006, with removal based on symptoms of inflammation and positive testing for titanium allergy. Review of pre-operative duplication of radiograph appears within normal limits for bone levels, no other information available.

Event description:
Patient had large aneurysmal bone cyst in 2004 was removed in the anterior mandible. In 2005, a bone graft to the anterior mandible was completed. Then in 2006, four 4 dental implants. Were placed in the anterio mandible - sites 22, 23, 26 an 27. The patient reportedly felt discomfort shortly after implant placement - i.e. Swelling and pain. The clinicians treated these symptoms. However, although the implants were in the patient's mouth for 11 years, the symptoms never really subsided. The patient went for allergy testing and it was determined that she appeared to be allergic to metals and titanium. Therefore, in (B)(6) 2017, the implants and attached bridge were removed. The patient has been contacted shortly thereafter in mid april 2017 and patient is feeling much better - no inflammation or swelling. The patient currently has a partial denture and it is not known if she will have implants again in the future.